Event description:
It was reported that channel 2 of a flogard infusion pump was "out of service." The specific issue was not reported. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and an alarm log review were performed with no issues noted. A service history review revealed no previous service events were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history review was performed and found no defects related to the reported problem. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.